Event description:
See scanned table. The customer reported that the cannula dislodged from the infusion site and that the cannula was bent.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. The customer reported that the cannula had dislodged from the infusion site. The condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.